Event description:
It was reported the patient experienced a right incarcerated hernia coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the event and a surgical repair of the hernia was performed. The patient was discharged from the hospital the next day. At the time of this report, the patient was recovering. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.